Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The plu (platelet function) level remains unknown, there was no friction or difficulty during delivery or positioning of the pipeline device, and the pipeline did not jump during deployment. It was clarified, when the surgeon first deployed the stent and the tip did not open, tension was applied to push the stent, and the microcatheter tip retracted normally due to reaction force. Two pipeline devices were used during the procedure¿the first failed to open and was replaced with a new one. The tip of the catheter was not under stress, and the pipeline was not placed in a vessel bend when it failed to open. No additional steps or devices (such as resheathing, wire/catheter, or balloon) were attempted to open the pipeline. Information on whether a continuous catheter flush was administered is unavailable. The cause of the stent¿s distal end failure to open was not determined. The cause of the microcatheter deformation was identified as being due to the stent being previously retracted, and a combination of pushing, pulling, and oscillating the stent¿along with its large size¿led to the deformation.

Manufacturer narrative:
Continuation of d10: pipeline embol device 4.75mm x 25mm, model number: ped2-475-25, lot number: d044571. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield (ped2-475-25) stent tip would not open and a marksman microcatheter tip was deformed. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, amorphous, left internal carotid artery c6 segment aneurysm with a max diameter of 7.1 mm and a 6.1 mm neck diameter. The arterial landing zone diameter was 4.3 mm distally and 4.7 mm proximally. The ica access vessel diameter was 4.6 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure showed significant contrast agent retention. It was reported that the reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). A pipeline and marksman catheter were advanced to the target location. Once in place, the c6-c7 segment of the internal carotid artery was relatively straight, so in situ deployment was chosen. After confirming the anchor point by angiography, the surgeon began in situ deployment, first exposing the developing coil at the tip, then continuing to withdraw the microcatheter and deploying the tip of the stent. The tip was deployed about 7 mm and did not open smoothly. The stent was pushed to increase tension, but the main body of the imaging coil at the tip fell into the bend. The microcatheter was fixed and the delivery guidewire was pushed forward, but the problem persisted. This method was repeated twice, but the stent tip still wouldn't open. The stent was retrieved and deployed again, approximately 7 mm, but it still didn't open smoothly. The tension was increased further, the stent was deployed to 15 mm, and the whole stent was pushed forward. Repeated operations still failed to open the stent tip. When the system was withdrawn, the tip of the microcatheter had become an accordion and was severely deformed. A new microcatheter and ped2-475-20 stent were replaced to complete the procedure. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in. As found condition: the marksman catheter was returned inside the inner pouch, bio-hazard bag, and a shipping box. Damage location details: the catheter tip and marker were examined, with no damage found. However, the catheter body was found to be accordioned from 5.0 cm to 11.0cm from the distal tip. No other anomalies were observed. Testing/analysis: the total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, resistance was observed at the damaged locations. Conclusion: based on the returned device, the customer's report of "catheter kink/damage" was confirmed, as the marksman was found to be accordioned. This damage may have resulted from the customer's attempts to advance/retrieve the pipeline flex shield through the catheter while encountering resistance. Possible causes of resistance include vessel tortuosity and a lack of continuous flushing with heparinized saline during delivery. The customer indicated that the vessel tortuosity was moderate, which eliminates it as a potential cause. Therefore, it is likely that the lack of continuous flushing with heparinized saline may have contributed to the resistance experienced during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.